Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: evaluation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08-jul-2019.